Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was not powering up. The field service engineer replaced drawer controller printed circuit board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary system was offline and the user was unable to turn station on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.